Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was noted that the patient had angulation of the aortic neck. It was reported that during the index procedure the bifurcated stent graft landed approximately 4mm below the lowest renal artery. The physician stated there was no type I endoleak but an endurant ii cuff was additionally inserted and the issue was resolved. As per the physician, the cause of the event is undetermined. The physician reported he thought the stent graft would land just under the right renal. Approximately two days post-index procedure the patient presented with back pain and elevated creatinine levels. A renal doppler showed occlusion of the right renal artery. An intervention procedure was carried out, however, access to the right renal was unsuccessful. It was reported that the left renal is working adequately without issues. Per the physician, the patient has a hypercoaguable condition and when the physician placed the endurant ii cuff, it landed slightly into right renal ostium. The physician feels these events contributed to the right renal occlusion. No additional clinical sequelae were reported, and the patient will be monitored

Manufacturer narrative:
Film evaluation summary: the exact cause of the inaccurate delivery, leading to stent graft coverage and occlusion of the right renal artery, could not be determined from the pre-implant films provided. Images during implant and post-implant were not available for review, and the reported events could not be assessed. Review of pre-implant CT¿s revealed that the patient had a proximal neck that was severely angulated, moderately calcified, and contained thrombus. The neck diameter just below the lowest right renal artery measured ~22mm (20mm flow lumen), and 2cm lower near the bottom of the calcified neck measured ~23mm (18mm lumen). The infrarenal neck angulation measured ~65deg lt-rt x 60 deg a-p. The aaa sac was lined with the calcification and the sac contained thrombus, and the iliac arteries were non-tortuous but extensively calcified and contained moderate levels of thrombus. It is possible that the inaccurate delivery was anatomical and/or user related; implanting within a severely angulated neck containing calcification and thrombus. It is also possible that the patient¿s reported hypercoagulable condition may have also contributed to the right renal artery occlusion. If information is provided in the future, a supplemental report will be issued.